Event description:
Reporter noted IV pole on cart deactivated spontaneously. Error message displayed. It was necessary to switch the machine off, then on again to reactivate the power IV pole. No pt injury occurred, but felt there is potential for posterior capsule tear.